Manufacturer narrative:
Device unique identifier (UDI) #: (B)(4). Approximate age of the device - 42 days. The patient remains on vad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient was admitted due to gastrointestinal bleeding. At the time of the event, the patient's anticoagulation regimen included aspirin, warfarin and persantine. The patient received a blood transfusion (the actual number of units was not provided). It was reported that the presence of any arteriovenous malformation was not confirmed and the gastrointestinal bleeding resolved. No additional information was received.